Event description:
It was reported that the patient presented to the hospital with expulsion of the implantable cardiac monitor (icm) due to pocket erosion. A new icm was implanted on (B)(6) 2026. The patient was stable prior to, during and after the procedure.